Event description:
During an implant procedure, the guidewire was unable to be retracted from the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of a guidewire for the tendril 2088tc lead extension issue was confirmed. A complete lead without the associated stylet was returned in one piece for analysis. The x-ray analysis found the inner coil at the connector region severely over torqued consistent with procedural damage. Unable to perform stylet insertion test due to the as received condition of the lead. The cause of the reported event was isolated to the over torqued inner coil, consistent with damage occurring at the time of procedure.